Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted after multiple restarts, and a replacement was arranged while the user relied on backup therapy as needed and continued cgm use. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continuation of therapy via backup methods until replacement. Investigation included troubleshooting with device restart attempts, user education on shutdown procedure, and data synchronization guidance. Investigation of this device revealed a pump malfunction consistent with a motor stall alert on the pump assembly, unresolved by restart, leading to device replacement. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the motor mechanism with no patient harm.